Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The reported problem (response button not working) was confirmed. Upon investigation, the rear response button was non-functional. The response button cable was open. The root cause for the open response button cable could not be positively identified. No adverse event resulted from the open cable. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor response buttons weren't working. The pt was issued a replacement monitor.